Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer declined a replacement pump and instead wanted a replacement wall charger. Although requested, no additional information was received.